Event description:
A consumer implanted for multiple back operations reported starting about three months ago when they turned stimulation on it was st rong/good, but after a few minutes it diminished/faded away resulting in a loss of therapy, so they thought the batteries were going dead. The patient programmer (pp) was used to sync with the implantable neurostimulator (ins) which showed stimulation was on at 1.7 volts, group a, and stimulation was on with no signs of a low ins battery. The consumer later reported they hadn't notified their physician about the stimulation diminishing, but stated the circumstances that led to the issue was "age." As a result the consumer was "unable to use their device as needed" since the issue wasn't currently resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.